Manufacturer narrative:
A supplemental MDR is being submitted due to additional information provided by the edwards lifesciences japanese affiliate and engineering evaluation findings. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed that the patient has calcium on the leaflets. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The training manuals include guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. The complaint of difficulty crossing the native annulus was unable to be confirmed to due to the unavailability of relevant imagery or medical report. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or preexisting vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, investigation results suggest/indicate patient factors (calcification) may have caused or contributed to the difficulties crossing the aortic annulus. It is possible that a cardiac injury occurred while trying to overcome the difficulties, resulting in the pericardial effusion observed post procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards lifesciences japanese affiliate, a few hours post transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position, the patient went into shock. The patient had a pericardial effusion prior to tavr, the procedure was completed under general anesthesia and transesophageal echocardiography (tee), and the valve was deployed with 2ml less contrast solution than nominal volume. During the tavr procedure, there was difficulty crossing the native annulus and the commander delivery system was repeatedly pushed and pulled, which may have caused tension. After valve implantation, there was no increase in pericardial fluid and no vital sign fluctuations. The paravalvular leak (pvl) was assessed as trivial and the procedure completed. After awakening from anesthesia and extubation, the patient was transferred to ICU and later went into shock. It was then that an increase in pericardial fluid was observed and therefore, pericardiocentesis was performed. The patient's vital signs stabilized, and patient was transferred to a general ward. Per medical opinion, the patient experienced a "contained" rupture, which was believed to be due to the crossing difficulty with the delivery system.

Event description:
As reported by our edwards lifesciences japanese affiliate, a few hours post transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position, the patient went into shock. The patient had a pericardial effusion prior to tavr, the procedure was completed under general anesthesia and transesophageal echocardiography (tee), and the valve was deployed with 2ml less contrast solution than nominal volume. After valve implantation, there was no increase in pericardial fluid and no vital sign fluctuations. The paravalvular leak (pvl) was assessed as trivial and the procedure completed. After awakening from anesthesia and extubation, the patient was transferred to ICU and later went into shock. It was then that an increase in pericardial fluid was observed and therefore, pericardiocentesis was performed. The patient's vital signs stabilized, and patient was transferred to a general ward. Per medical opinion, the patient experienced a "contained" rupture.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to limited information, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.